Event description:
The qat analysis of the returned device did not identify a separated shaft as per the initial report. Therefore, this event would not have been a reportable event. However, because the initial report has already been filed, this event must remain reportable.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information. The first 3.0 x 28 mm promus is being filed under a separate MFR#.

Event description:
It was reported that the physician felt after preparation of the 3.0 x 28 mm promus stent delivery system (sds), the stent struts were cracked and poking out(unknown which one). A second 3.0 x 28 mm promus sds was chosen, different lot, and it was noted that the shaft was cracked. A non-abbott device was used to complete that procedure. Neither promus sds was used in the patient. No additional information was provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned stent delivery system (sds) noted blood visible in the guide wire lumen and on the entire length of the catheter, which is consistent with handling and the sds at least partially advanced over a guide wire. The stent was stationary on the tightly folded balloon between the markers with no damage noted. The shaft was not cracked or separated as reported. There was a kink in the shaft 2.5 cm distal to the guide wire exit notch and three kinks in the hypotube (bayonet) and outer member proximal to the guide wire exit notch. An attempt was made to obtain clarification from the account as to if the correct unit was returned for analysis as the returned product did not have a cracked or broken shaft; however, no further information was available. It is possible that the kinks in the shaft are what were meant to be reported as cracked. A kink can occur during manufacturing, removal from the packaging at the account or from handling of the product during preparation for use. It is possible that the shaft was inadvertently handled; however, this could not be confirmed. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. There is no indication of a lot specific product quality deficiency. A conclusive cause for the noted shaft kinks could not be determined. All stent delivery systems are subjected to a 100% visual inspection. In addition, a quality control audit inspection is used to verify the product quality.